Event description:
The or manager, reported that "packaging is defective." On (B)(6) 2014, it was confirmed by the customer that the device was not used because the medical staff had a doubt on the sterility of the affected device. The inner packaging was damaged and they preferred to use another device for the procedure. No impact for the patient and no delay. Another device was available immediately.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon baseplate component was reported. The event was not confirmed. No adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the exact cause of the event could not be determined because the device or its packaging were not returned for review.

Event description:
The operating room manager, reported that "packaging is defective" on september 23, 2014, it was confirmed by the customer that the device was not used because the medical staff had a doubt on the sterility of the affected device. The inner packaging was damaged and they preferred to use another device for the procedure. No impact for the patient and no delay. Another device was available immediately.